Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the syngo lab data manager application software labelling correctly states that the r14 field in the result message will contain the identification of the instrument that the result is from. The message can contain multiple results from multiple instruments. The hsc determined that the qc results came from two different instruments, however the transmission clearly showed that each result had the correct instrument identifier associated with it. The cause of the qc transmission from two instruments that were associated with a single instrument is due to the customer's non-siemens laboratory information system (lis). The customer's lis did not look at the r14 field and follow specification. The hsc determined that the syngo lab data manager application software is performing to specification. No further evaluation of the device is required.

Event description:
The customer stated that when quality controls (qc) were run on two dimension vista instruments, the qc results were transmitted at the same time and sent to the laboratory information system as being from a single instrument by the syngo lab data manager application software. There are no reports of patient intervention or adverse health consequences due to the qc transmission from two dimension vista instruments to the syngo lab data manager application software.